Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event. The customer also experienced diabetic ketoacidosis (dka). The customer experienced the symptoms of nausea, vomiting . The customer was taken to emergency room and admitted to the hospital and was treated with manual injection/insulin pen. Troubleshooting was performed and found that the insulin pump was used within 48 hours. It was unknown whether the customer will discontinue the use of the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08655 inches. The pump was programmed with the current time and date and monitored for several hours. The time and date are functioning properly. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. There were no unexpected pump errors/alarms/alert noted. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 18:03:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:22:49.000 (B)(6) 2023 22:45:19.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power battery. Insert battery alarm was expected since the battery was removed from the pump. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and found bolus wizard delivery daily total of bolusinsulin delivered = 26.6 u. (B)(6) 2023 06:39:34.000 normalbolusdelivered normalbolusamountprogrammed = 8.1 bolusamountdelivered = 8.1 (B)(6) 2023 15:06:04.000 normalbolusdelivered normalbolusamountprogrammed = 8 bolusamountdelivered = 8 (B)(6) 2023 16:25:58.000 normalbolusdelivered normalbolusamountprogrammed = 2 bolusamountdelivered = 2 (B)(6) 2023 18:16:46.000 normalbolusdelivered normalbolusamountprogrammed = 8.5 bolusamountdelivered = 8.5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Time/clock anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.